Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that during a scan and plan case, the imaging system failed to depict all the beads on a star marker properly. The manufacturer representative noticed in the 2d lateral image that only 2 of the 4 beads were visible in the scan. The first scan looked like the star marker was slightly out of view of the image. The manufacturer representative moved the star marker closer to the patient's head to try to take an additional scan and lower the milliamps (mas) from 30 to 25. However, the second scan also did not see the star marker on the navigation system. For the third spin, the manufacturer representative reduced the ma from 25 to 16, but that didn't work either. The scope of the case was from s2 to t10, where the first part of the case was from s2 to l4. The first portion of the case was successful with the imaging system, and the star marker was scanned appropriately. The second half of the case from l3 to t10 is where this issue occurred. The surgeon didn't want to continue exposing the patient, so the navigation system was aborted for the remainder of the case. The surgeon also aborted use of the imaging system, and used a c-arm to continue the case instead. This occurred intraoperatively, and there was a surgical delay of about 20 minutes. There was no reported impact to patient outcome.

Manufacturer narrative:
Continuation of d10: section d: information references the main component of the system. Other relevant device(s) are: product ID: m021083c001, software version: 4.2.1. H3, h6: no hardware parts have been returned for analysis. B17, c20, d15 are applicable. H6: multiple fdd/annex a codes were reported. A090504 was coded for the multiple unused x-ray doses. A0908 was coded for the imaging system failing to depict all beads on the star marker properly, as only 2 were visible from the 4 available on the scan. H6: multiple annex f codes were reported. F26 corresponds to no patient impact. F1908 corresponds to surgical delay of less than 1 hour. F1906 corresponds to different imaging system being used. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6) software data was returned and analysis did not confirm the reported event. It was determined that the issue was related to a user work flow issue and/or improper technique. Codes b01, c19, and d11 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.